Event description:
It was reported that the lead dislodged at implant and was repositioned. Patient came back to the operating room for repositioning after thirty minutes with loss of capture. One hour later loss of capture was observed again. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.